Event description:
Additional information received reported the patient's outcome/status was noted as recovered/resolved on (B)(6) 2025.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced hematoma in the ischemic field with a slight space occupation effect = 30% of the infarct area (ph1). Baseline modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 6. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the device and causal relationship with the study procedure. The event had an onset date of (B)(6) 2025 and the outcome status is not recovered/not resolved. Adverse event (ae) occurred post-procedure. This was not a recurrent or new stroke. Rationale for relating ae to system or procedure was that passage of the retriever stent may cause a small hemorrhage, classic. The ae is not related to the disease under study or underlying condition. Ae did not result from a device deficiency. Pre-procedure mtici score 0, final post procedure mtici score 3. Additional information received reported final post-procedure mtici score 3; post-procedure 24h nihss 0. There was a prolongation of existing hospitalization, no treatment, no other actions taken. The event is resolving.